Event description:
It was reported while using bd vacutainer® sst¿, four tubes underfilled and one tube exhibited foreign matter. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 15-dec-2025. Investigation summary: bd received 9 samples and 2 photos for investigation. The photos were reviewed and 2 tubes exhibited underfill, 1 tube exhibited burnt plastic at the bottom of the tube, and 7 tubes showed signs of collapse. The nine returned samples along with 30 retained samples were visually inspected. Four of the 9 returned samples exhibited collapse. No other defects were observed in the returned or retained samples. Additionally, 5 of the returned samples and 20 retained samples were functionally tested for draw volume and all tubes tested within specification requirements. The 4 returned samples that were collapsed were not used for functional tests. A review of the device history record indicated a quality notification was raised for the plastic components used for this batch. However, product was dispositioned according to procedure and lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure modes: collapse, underfill, and foreign matter(burnt plastic). No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field there were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, four tubes underfilled and one tube exhibited foreign matter. No adverse impact was reported regarding the patient or user.